Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that pod was removed and patient was taken to the emergency room (ER) due to hyperglycemia. Despite insulin being delivered, the patient's blood glucose levels reached "the upper 400s or even 500" (mg/dl) while wearing the pod between 24 and 36 hours. Symptoms reported include vomiting, and mother added that patient had been sick with a cold for the prior couple of days. The patient was treated with fluids and insulin intravenously. The patient was released after spending a few hours in the emergency room.